Event description:
A report was received that a pt underwent a pocket revision, due to discomfort at the pocket site. The revision went as planned and the pt is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.